Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of sac growth of 4.7cm- 5.6cm and type iiib endoleak of the main body. The type iiia endoleak is refuted, rather there was an adequate overlap between the main body and the supra renal cuff. The complaint is most likely device related. Procedure related harms for this complaint could not be determined. The final patient status was not reported post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, a type iiib endoleak of the bifurcated afx device (anterior, crotch area) with aneurysm enlargement (about 4.7cm-5.6cm), and a possible type iiia endoleak with a small gap between the bifurcated and suprarenal devices were detected by cat scan during routine yearly follow-up. The physician plans to reline with an ovation device and re-intervention is scheduled for (B)(6) 2019. The patient is asymptomatic and there have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with an ovation ix main body and two (2) iliac limb devices on (B)(6) 2019. In addition, clinical assessment refuted the reported type iiia endoleak, and adequate overlap was confirmed.

Manufacturer narrative:
(B)(4).